Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds and a lead warning for high impedance that continued to rise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.